Event description:
A lawsuit filed by (B)(6). Alleges that, after being implanted on (B)(6) 2022, the port-a-cath ii was removed on (B)(6) 2023 because the "device was no longer functioning due to a fracture." The lawsuit alleges that the patient was injured. No further details were provided.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Evaluation codes: updated. No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review could not be performed as the lot number was unknown. If the product is returned the manufacturer will re-open the complaint for further device analysis.